Manufacturer narrative:
The subject device was returned to (B)(4) for evaluation. The evaluation confirmed that the probe broke down. During their performed investigation they found the probe was broken at approximately 17mm from the distal end. They checked the broken area, but they could not find any scratches or dents. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, we have concluded that the probe tip presumably was scratched because the physician activated seal & cut mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the error displayed. Consequently, the physician continued to use the device and the probe broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus was reported that the probe tip was broken. There was no patient harm reported.